Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01806, 3007042319-2015-01807, 3007042319-2015-01808, 3007042319-2015-01809, and 3007042319-2015-01810) submitted for devices related to the same event. Devices have not been received.

Event description:
It was reported from (B)(6) by medical staff that a patient experienced power switching with all batteries. The batteries were exchanged at the facility without reported consequences or impact to the patient. No additional information was reported. This is report 3 of 5.

Manufacturer narrative:
Analysis of bat200243 revealed that the device met specifications; the device passed visual examination and functional testing. The most likely root cause of the reported power switching event may be a combination of a communication error between the controller and batteries and two batteries with the potential to malfunction due to faulty internal cells. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of five reports (3007042319-2015-01806, 3007042319-2015-01807, 3007042319-2015-01808, 3007042319-2015-01809, and 3007042319-2015-01810) submitted for devices related to the same event.